Event description:
Related manufacturer reference number: 2017865-2025-11728, related manufacturer reference number: 2017865-2025-11729. It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the lp was noted to have sustained a stretched helix. An alternate lp and catheter were used. During implant with the alternate lp, inadequate capture threshold was noted requiring multiple repositioning attempts. The patient developed hypotension which later revealed pericardial effusion and cardiac tamponade due to cardiac perforation. Pericardiocentesis was required and the procedure was abandoned with the device being removed. The patient was unstable.